Manufacturer narrative:
Corrected field h6 impact code unexpected diagnostic intervention.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an episode of atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. The device displayed a code 1005, indicative of an open circuit condition detected during shock delivery. Boston scientific technical services (ts) was consulted and a lead revision was recommended. Further information was received that an ablation was performed and a 0.1j commanded shock was delivered and 85 ohms were observed on the right ventricular (rv) lead. Reprogramming was performed. The physician opted to not revise the lead. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an episode of atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. The device displayed a code 1005, indicative of an open circuit condition detected during shock delivery. Boston scientific technical services (ts) was consulted and a lead revision was recommended. Further information was received that an ablation was performed and a 0.1j commanded shock was delivered and 85 ohms were observed on the right ventricular (rv) lead. Reprogramming was performed. The physician opted to not revise the lead. No additional adverse patient effects were reported. At this time, this device system remains in service.